Event description:
Hamilton medical ag received the following incident description: fio2 measurement faulty, at 100% only approx. 80% is measured. O2 cell was replaced by mt. Error remains.

Manufacturer narrative:
The hamilton-s1 is not distributed in the united states; however, hamilton medical ag considers the hamilton-s1 similar to the hamilton-g5 (k193228) in that the two ventilators have basic design and performance characteristics related to device safety and effectiveness, have the same intended use and function, and have the same device classification and product code under 21 cfr 868.5895. O2 calibration valves (msp394055) were replaced.

Event description:
Hamilton medical ag received the following incident description: fio2 measurement faulty, at 100% only approx. 80% is measured. O2 cell was replaced by mt. Error remains.

Manufacturer narrative:
The hamilton-s1 is not distributed in the united states; however, hamilton medical ag considers the hamilton-s1 similar to the hamilton-g5 (k193228) in that the two ventilators have basic design and performance characteristics related to device safety and effectiveness, have the same intended use and function, and have the same device classification and product code under 21 cfr 868.5895. O2 calibration valves (msp394055) were replaced. A detailed investigation was performed by an expert from the technical service: this incident occurred during ventilation when a patient was connected to the device. There is no information as to whether the patient needed to be connected to another device. There is also no patient harm reported. Low oxygen is a high priority alarm and indicates that the measured oxygen is more than 5% (absolute) below the current oxygen control setting. In such a case the user is required to perform an o2 sensor calibration. This calibration was successfully done on 27.06.2024 along with all other functional tests as well as an electrical safety according to en 62353. The device was released to be used again. The root cause of this issue were defective o2 sensor calibration valves (part n° msp394055). The defective valves were replaced. Hamilton medical ag complaint number: (B)(4). Follow-up 2 - corrected information: UDI related data quality updates only: within the UDI-pi project, hamilton medical realized that the reported device (brand name: hamilton-s1; version / model / catalog number: 159005) in the present MDR is not fulfilling the criteria of similarity for a device marketed in the u.s., therefore this event is no longer considered reportable to FDA and no UDI-pi is going to be provided.

Manufacturer narrative:
The hamilton-s1 is not distributed in the united states; however, hamilton medical ag considers the hamilton-s1 similar to the hamilton-g5 (k193228) in that the two ventilators have basic design and performance characteristics related to device safety and effectiveness, have the same intended use and function, and have the same device classification and product code under 21 cfr 868.5895. O2 calibration valves (msp394055) were replaced. A detailed investigation was performed by an expert from the technical service: this incident occurred during ventilation when a patient was connected to the device. There is no information as to whether the patient needed to be connected to another device. There is also no patient harm reported. Low oxygen is a high priority alarm and indicates that the measured oxygen is more than 5% (absolute) below the current oxygen control setting. In such a case the user is required to perform an o2 sensor calibration. This calibration was successfully done on 27.06.2024 along with all other functional tests as well as an electrical safety according to en 62353. The device was released to be used again. The root cause of this issue were defective o2 sensor calibration valves (part n° msp394055). The defective valves were replaced.

Event description:
Hamilton medical ag received the following incident description: fio2 measurement faulty, at 100% only approx. 80% is measured. O2 cell was replaced by mt. Error remains.